Event description:
Report received of a delay in therapy due to damage to the motor shaft extension on the pump. The pump was programmed to deliver 2000ml of tpn over 8 hours with a one hour taper up and a one hour taper down. The homecare patient and family managed the daily tpn infusion therapy. The patient called the homecare agency and reported that the plastic grooved cover that fits in the cassette broke off when loading the tubing into the pump, at the initiation of therapy. A replacement pump was sent to the pt and the tpn was initiated within 1.5 hours. The patient did not experience any adverse effects. The patient's IV access remained patent. Though requested, there was no further information available.